Event description:
Tube inserted in or and balloon inflated with 5 cc. Add'l five cc inserted and balloon burst (15 cc balloon). New tube inserted and same scenario occurred. Surgeon advanced it and inflated distal tube. No injury to pt.